Event description:
The rep reported the device was used during a sub total colectomy (illieo colectomy anastomosis). It was reported the ecs29 donuts were complete, the abdomen was filled with saline, and no bubbles were seen. The pt was returned to surgery on 8/15/98. The area was filled with feces. They performed a permanent illeostomy.